Manufacturer narrative:
(B)(4). Under certain conditions, sodium azide can react with unprotected copper to form an explosive compound; the copper present in the ground strap at the time of the incident was exposed to sodium azide for a long enough period of time to form corrosion and eventually a volatile compound. An investigation was conducted and concluded that under certain conditions, sodium azide can react with unprotected copper to form an explosive compound. Independent studies were performed to determine the chemical composition of deposits found on field returned ground straps, potential hazards of copper azide deposits, formation rates of copper azide, the feasibility of (B)(4) as a potential ground strap material and other potential hazards. One study revealed there are other metals, potentially utilized in instrument designs, that may form an unstable azide compound are gold, silver, copper, brass and tin. The (B)(4) performed a study to determine the viability of (B)(4) as replacement for copper. (B)(4). A global assessment of sodium azide was conducted. Other parts identified as containing copper will be replaced with other material with no known potential volatile metal formations. Instrument designs will avoid the use of bare copper or tin coated copper in areas where significant exposure to sodium azide might be expected. Corrective actions were implemented in response to this issue. The material of the ground strap was changed to a (B)(4). A mandatory technical service bulletin required that every copper ground strap be replaced by field service to the new (B)(4) strap. In addition to the implementation of a (B)(4) mechanism ground strap, instructions on the removal and packaging of potentially corroded group straps were incorporated into labeling. A review of complaint tracking and trending from (B)(4) 2009 to (B)(4) 2010 indicated that there were no complaints with respect to corrosion or adverse events in conjunctions with the replacement (B)(4) architect wash zone mechanism ground strap. Product labeling was reviewed and found to adequately address the potential hazards involved with products containing sodium azide; however, labeling was enhanced to include reference to (B)(4).

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
During the execution of the technical service bulletin, the field service engineer observed a discolored ground strap on the architect analyzer. The ground strap was replaced without incident or injury.